Event description:
The situation presented with a (B)(6) y/o pregnant pt at (B)(6) weeks gestation. The pt's history included hemolysis, elevated liver enzymes, and low platelet count syndrome and severe intrauterine c-section due to abnormal fetal heart rate on (B)(6) 2020. Magnesium was initiated for blood pressure control. Magnesium was ordered to run at 24 ml/hr. A custom concentration was entered, though infusion occurred at a rate of 250 ml/hr. The pt became unresponsive and was initially unable to be extubated at the completion of the c-section. The magnesium level was observed to be elevated. The pt was extubated the following day ((B)(6) 2020) with no neurological deficit or other adverse medical outcomes.